Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information received on 13-june-2019 that the device was tsvt6b10. This event was previously reported under MFR 0001038806-2019-00509 submitted on june 13, 2019. No further medwatch reports will be submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Weight: patient's weight unknown/ not provided. Brand name: device brand name unknown/ nt provided. Product code: device product code unknown/ not provided. Catalog #: device catalog number and lot number unknown/ not provided. PMA/510k #: device 510(k) number unknown. Device evaluated by MFR: product not returned to manufacturer.

Event description:
It was reported that the unknown implant was fractured in the patient mouth. It was also reported that it was removed.